Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported the patient received inappropriate shocks. The lead was found to be dislodged into the atrium causing oversensing of afib. The lead was explanted and replaced. The patient was discharged home in stable condition.